Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that after 2 years the ins wouldn't take a charge, about 2015. On (B)(6) 2019 the ins was removed and replaced with a competitor ins. The leads were reused with adaptors. No symptoms and no further complications were reported.